Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet® ultra system console was selected for use. During testing of the foot peal, it was noted that the foot switch was sticking. It was noted that when the edges were pressed, it would stick. However, if pressed in the center it was ok. There was no patient involved.